Manufacturer narrative:
This is 2 of 2 reports.

Event description:
It was reported that during procedure, the subject device was herniated, however, according to procedure notes and the subject device was never deployed due to difficulties in accessing the target location. No other information was provided.

Manufacturer narrative:
B1 adverse event/product problem - corrected - no product problem b5 executive summary: updated d4 expiration date ¿ added d4 gtin- added h4 manufacturing date ¿ added h1 type of reportable event - corrected - no malfunction f10 & h6 device code grid- corrected to 'position failure' due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information provided, the site reported the subject coil device event as coil herniation; however, according to procedure notes, the microcatheter was herniated and the 4th target coil was never deployed due to difficulties in accessing the target location and it was withdrawn from the patient. Additional information from the complaint indicated that the subject device was confirmed to be in good condition prior to use and preparation/set-up was performed as per the directions for use. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during procedure, the subject device was herniated, however, according to procedure notes and the subject device was never deployed due to difficulties in accessing the target location. No other information was provided. Update: received additional information on (B)(6) 2026 confirmed that the subject coil was never deployed due to difficulties in accessing the target location and it was withdrawn from the patient. Based on the information, this event does not meet reporting criteria anymore . The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.